Manufacturer narrative:
The device was returned for analysis. The reported suture was not present when the plunger was pulled back (cuff miss) and guide break were confirmed. Difficulty advancing the plunger and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the return device analysis identified a guide break. Follow-up with the account confirmed that the break occurred during the procedure. All pieces were removed from the patient via surgical cutdown.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly, it was difficult to advance the plunger to the body of the device and the suture was not present when the plunger was pulled back. During removal, the device remained stuck in the patient. A surgical cutdown was performed to remove the device and achieve hemostasis. After the surgery, the patient was hospitalized for an overnight stay. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na